Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from the (B)(6) that the electric pen drive handpiece device was not working correctly while in use with the sagittal saw attachment device. According to the report, the attachment device kept oscillating while the handpiece device was in safe mode. It was not reported if the devices were used in surgery, or if there was patient involvement reported. It was reported that there was no delay in a scheduled surgical procedure. It was not reported if a spare device was available for use.there were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly

Manufacturer narrative:
Upon further review of the complaint, it was determined that the reported malfunction is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, this complaint is not reportable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.